Manufacturer narrative:
Product analysis the device was returned with the red safety tab removed and with several kinks along the outer shaft at approximately 13.5cm from the distally from the strain relief, and at approximately 19.6cm, 23.2cm, and 23.8cm from the distal end, the handle was opened, and it was found that the pull cable had broken and was detached from the inner lumen, the outer lumen was skived back, the stent was exposed and confirmed to be 150mm, with no abnormalities noted, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was implanting an everflex entrust for the treatment of a plaque lesion with 80% stenosis in the mid region of the superficial femoral artery. The degree of tortuosity and calcification was mild. Embolic protection was not used. The device was prepped as per the IFU with no issues identified. No damage noted to packaging, no issues noted when removing the device from the hoop/tray. The thumbscrew/lock-pin was checked for securement prior to procedure. The lock-pin was removed prior to deployment. The device did not pass through a previously deployed stent. It was reported the stent was prepped and advanced without issue. Once the physician began deploying by rolling back the wheel the stent  first part of the stent deployed how it was supposed to. About half way through deploying there was resistance with the knob and the stent didn¿t fully release. They had to pull the stent catheter back to release the rest of the stent, which resulted in displacement of it¿s original position. Even after ballooning, the stent had a large pinch which was occluding some flow down the artery. A different brand stent was deployed to open it up and cover the area.